Manufacturer narrative:
Batch review performed on 13 december 2019. Lot 172776: (B)(4) items manufactured and released on 13-july-2017. Expiration date: 2022-06-27. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of instability and the cause of the instability is unknown. The surgeon revised the 10mm poly with a 14mm poly 9 months after primary. The surgery was completed successfully.